Event description:
It was reported that a malfunction occurred on the pump with a specific code, malf 9. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to contact technical support if the malfunction code appears again, which the caller understood and acknowledged.